Manufacturer narrative:
(B)(6) 2012, a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "a right side deflation."

Event description:
Healthcare professional reported right side deflation. The device has been replaced.